Event description:
A couple of hours after the pt's wife placed the tracheostomy tube in the pt, the cuff and the pilot balloon did not hold air. The tracheostomy tube was removed, and the pt was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.